Manufacturer narrative:
Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl. The customer reported that they were swimming on it then water on the screen and it was completely blank. The customer reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.